Event description:
The device overheated during testing by a manufacturer service technician at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Follow up being submitted for investigation results.

Event description:
The device overheated during testing by a manufacturer service technician at the user facility. There were no adverse consequences related to this event.